Manufacturer narrative:
Evaluation summary. The unit was received with minor scratches. The analysis site confirmed the customer complaint and found the translational cable was the issue. To correct the issue, the analysis site replaced the translational cable. Parts replaced that were unrelated to the customer's complaint were as follows: port shaft, rotational cable, rotation knob, safety latch and top and bottom frame. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that an error code l3-002 occurred prior to a breast biopsy procedure. The probe was reinserted and the case was completed without incident. No patient consequence occurred and one device is being returned.